Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. The patient contacted medtronic and stated that there was a small leak in one of the stent grafts and a secondary procedure was needed to repair the leak. It was confirmed that a type ia and a type ib endoleak were seen on routine follow-up CT taken approximately 4 months post-index procedure, the patient had no signs or symptoms. An additional limb was implanted due to existing limb landing short of internal iliac and type ib endoleak. It is unknown which of the limbs landed short and was involved in the type ib endoleak. No cause was provided. No additional clinical sequelae were provided and the patient is fine. To treat the type 1a endoleak, endoanchors were placed in a separate procedure. It was stated that there is still a small leak seen after treatment with the endoanchors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.